Event description:
It was reported that the ilet pump experienced insulin cartridge leakage associated with user technique, as the user attached the connector to the cartridge before inserting it into the pump, and the user also experienced being locked out of the app. Symptoms included affected blood glucose. Outcomes included no alerts or alarms and no medical intervention. Investigation included customer interview and product-use review. Investigation of this case revealed user setup error that can cause leakage when the connector is attached prior to cartridge insertion. It was concluded that the device functioned as designed and that user technique contributed to the leakage event.